Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken objective lens, connector cracked on sides, dented outer tube, dents and scratches on distal end and broken fibers. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user request of no image is confirmed due to broken objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.